Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the treatment day. The latest preventive maintenance took place and confirmed that the system meets specifications per service and installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The energy check and the ablation check were performed successfully without issues. The first vacuum check was performed unsuccessfully with an error. The second vacuum check was performed successfully without an issue. The logfile shows that the user performed one energy check (08:06 am) and performed fifteen treatments between 02:27 pm and 06:29 pm without further energy check on that day. The logfile shows fourteen successfully performed treatments. The reported treatment could be identified in the logfile. The surgeon missed vacuum two once during the docking process/before the treatment. The logfile shows vacuum one time was around 0:50 min./sec., the vacuum two time was around 0:39 min./sec. And the duration of the docking process was around 0:38 min./sec. The treatment of the patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. The info message ¿vacuum pumps stopped by foot pedal - treatment is aborted¿ indicated that the user shut down the vacuum pumps by pressing the vacuum pedal. It is not visible in the logfiles why the user released the laser pedal and pressed the vacuum pedal. The user restarted and finished the treatment on the same day. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The canal width was set to 2.0 mm. The recommended setting for the canal width is between 1.2 and 1.8 mm. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day does not show any other warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. The treatment report presents a picture of the flap. It can be seen that the docking is decentered, the canal is not visible and there seems to be a lot of fluid around the patient interface. The treatment was interrupted at 71% completion. This is consistent with patterns seen when a suction loss or treatment abortion due to patient movement occurs. The associated clinical application specialist also indicates that patient movement is the most probable reason for the current event. In such cases, the procedure manual indicates that ¿should the vacuum be interrupted after the laser has been switched into ¿ready mode¿, e.g. In the case of suction loss on the eye, the laser emission is interrupted for safety reasons and treatment is aborted. Wait for completed corneal healing (several weeks) to reapply the treatment to the patient's eye, if laser pulses were already shot. The root cause could be identified as patient related (patient movement). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that suction was lost due to the patient's movement, interrupting the treatment during surgery on the left eye. The surgeon decided to continue by making a new cut at the same depth of flap thickness, and the procedure was successfully completed. No flap anomalies were reported during post-operative check up.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).